Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the atrial lead exhibited low impedance and drop in sensing. No noise was seen with isometrics. Capture was within normal range. The lead impedance was noted to be low in unipolar configuration. The lead was kept in bipolar capture and sensing. The patient will continue to be monitored.

Event description:
New information states that the patient presented for device changeout for normal eri. Upon interrogation, low impedance was noted. Loss of capture and low impedance was noted when the lead was programmed bipolar. Angiogram prior to procedure revealed occluded vein. The physician elected to change only the device since the current programming led to appropriate pacing therapy for the patient. The patient was stable and will continue to be monitored.